Manufacturer narrative:
Corrected fields: e3. Biomedical engineer h11. Sampling date: (B)(6) 2024 inadvertently not included in initial report. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: water is not suctioned during the pre-cleaning process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; cfu<1cfu/endoscope; bacterial identification: no detection. The bacteria higher than the local standard value, reported by the user, were not detected in culture test by the olympus third-party labs. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the gastrointestinal videoscope tested positive for 9 colony forming units (cfu) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and was positive for less than 1 cfu of revivable microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.